Manufacturer narrative:
The patient continued with the trial for evoke spinal cord stimulation system (scs) and the devices are not available for analysis. Respiratory arrest is a known potential adverse side effect of spinal anesthesia. The cause of undesirable stimulation was not definitively determined however suboptimal lead placement as a result of the physician expediting the lead positioning, in order to respond to the respiratory arrest may be the cause. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a trial procedure for an evoke spinal cord stimulation system, the patient experienced respiratory arrest. As a result, the physician expedited the process of lead positioning to respond to the patient¿s condition. The lead was removed due to close proximity of the second lead. After the procedure during programming session, the patient reported experiencing a headache and undesirable stimulation, likely due to placement of the remaining lead. The managing physician advised to continue the trial for evoke spinal cord stimulation system. The patient was discharged the following day.